Event description:
A malfunction alarm occurred with no notable events prior, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance to reset the pump from technical support, and there was no recurrence of the malfunction code after resetting. The customer was instructed to continue using the pump and advised to call back if the malfunction code recurs.